Manufacturer narrative:
(B)(4).

Event description:
It was reported that a renasys go device has its mainboard defective. Also, it cannot generate and control negative pressure. No patient harmed, and no injury reported because this was found during service and repair.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection reported no defects. The functional evaluation found that the device could not generate and control negative pressure, establishing a relationship between the device and the reported event. The device failed the calibration test and the root cause was identified as a defective main board. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.